Event description:
On 9/1/24 an ilet user's daughter reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The user's daughter reported the user was admitted to the hospital due to elevated bg levels caused by a kinked infusion set cannula. The user was using the convatec inset (23", 6mm) teflon infusion set. After stabilizing her bg using finger sticks, the dexcom g7 continuous glucose monitor (cgm) provided readings that did not match the finger stick results, showing 44 mg/dl while the finger stick measured 116 mg/dl. The user experienced shortness of breath and nearly passed out twice, leading the daughter to rush them to the ER, where they were admitted on (B)(6) 2024. The user received manual insulin and was expected to be released on (B)(6) 2024. During the event, the user's bg levels were high for over four hours, with readings above 300 mg/dl for more than 90 minutes. No ketone testing was performed.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data showed hyperglycemia from (B)(6) 2024 through (B)(6) 2024. Hyperglycemia began following a supply change on 8/29 and persisted despite an additional supply change and multiple meal announcements. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by repeated failed infusion sets. It is possible that cgm inaccuracy contributed to the severity of this event based on the reported discrepancy between blood and cgm glucose; however, this occurred after the hyperglycemia resolved so it is unknown if inaccuracy was involved in the hyperglycemic event and cannot be confirmed without blood glucose data.